Manufacturer narrative:
It was reported that a male patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and developed a retroperitoneal bleed requiring medication and fluid administration. On 4/1/2019, the biosense webster inc. Product analysis lab (pal) received the device for evaluation. Upon initial visual inspection, no damage or anomalies were observed. The investigational analysis completed on 4/11/2019. The device was visually inspected and it was found in good condition. The magnetic sensor was tested on carto and the catheter was properly visualized with no errors were observed. The force sensor was tested and it was found to be working properly. The force values were observed within specifications. Then, electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection testing was performed and was found within specifications. The catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal actions were identified.  The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Manufacture ref no: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto® 3 system (model# unknown, serial #unknown) pentaray nav high-density mapping eco catheter (d128210/ (B)(4)) non-bwi products: st. Jude medical sl1 and agilis sheaths. Manufacture reference no: (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and developed a retroperitoneal bleed requiring medication and fluid administration. At the beginning of the procedure, when the pentaray nav high-density mapping eco catheter was connected to the patient interface unit (piu), a magnetic sensor 116 error was displayed on the carto® 3 system. The catheter was replaced and the issue resolved. After carto® 3 system mapping with the stsf catheter, prior to ablation, retroperitoneal bleeding was diagnosed using contrast and fluoroscopy. Anesthesia pointed out a drop-in patient¿s blood pressure. Intracardiac echo ruled out cardiac bleeding. The remainder of the procedure was aborted. No surgical intervention was required. Protamine and fluids were administered. The patient was reported to be in stable condition. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome was improved. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition-related. The magnetic sensor 116 error issue was assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Since this event required of extended hospitalization, it is to be considered MDR-reportable.